Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2339 captures the reportable event of ulcer.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar placement procedure on (B)(6), 2023. The patient experienced pain and irritation with bowel movements, on (B)(6), 2023, the patient was scope, and the image showed a rectal ulcer with possible hydrogel on it. The patient radiation treatment went well, he was planned for 36 gy in 5 fractions. Then, the patient complaint of burning weeks after radiation, he was prescribed with steroids suppositories and a medrol dose pack. The magnetic resonance imaging (MRI) showed that the hydrogel looked slightly to the left, however, the hydrogel does not seem to be infiltrated in the rectal wall. The patient symptoms of burning were reported as ongoing at the time of this report. No further information has been obtained despite good faith efforts.